Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ventral hernia repair, the reload was difficult to load, it would not work properly while being use in fixation of mesh. The tacks were unable to be fired normally from the device. New reload was used to complete the case. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A reload was unable to be loaded onto the instrument due to the disrupted timing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition could be due to excessive manipulation during use. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.